Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported screen flickering and a communication error displayed in a pop-up message stating, "please clean the connecting section and reboot," during an unspecified procedure involving an olympus video system center. The customer suspected that these issues were caused by fluid invasion. Additional information received discovered the errors were e226/227 (scope communication errors). There was no patient injury reported.